Event description:
The facility reported a flo-gard infusion pump with "present occlusion all the time." This event may have been a false occlusion alarm. It was reported to have occurred in the pediatric unit. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a flo-gard infusion pump with a possible false occlusion alarm was confirmed in the pump's alarm log. However, this condition could not be reproduced; therefore, no assignable cause can be provided and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.